Manufacturer narrative:
According to the customer contact, "the pressure bag does not hold pressure, even with dead ender cap on air intake valve." The anesthesia manager stated that the "air is leaking where tubing meets the bag." Per the facility, this "results in loss of hemodynamic monitoring. No sentinel events/patient harm have occurred" however required "clinical intervention to replace swan-ganz lines within the icus." No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact, "the pressure bag does not hold pressure, even with dead ender cap on air intake valve."